Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 380 mg/dl - 800 mg/dl. Reportedly, for some instances of elevated blood glucose levels, customer miscalculated carbohydrates, and did not take enough correction bolus. Additionally, for other instances of elevated bg levels, cause was unknown. Bg was addressed via a correction bolus, manual injections, and site changes. The customer was instructed to consult with healthcare provider regarding bg level.